Manufacturer narrative:
(B)(4): the customer reported multiple issues with the device including not getting a charge light or ac when plugged in, sitting on the setup screen, and the device powers up in either config or diag mode. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported multiple issues with the device including not getting a charge light or ac when plugged in, sitting on the setup screen, and the device powers up in either config or diag mode.